Event description:
A facility reported that the mayfield composite series skull clamp (a3059) and/or the skull pins was not holding pressure. No information on patient involvement, injury, or surgical delay was received. Additional information has been requested.

Manufacturer narrative:
Mayfield composite series skull clamp (a3059) was returned for evaluation:   device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure.   Failure analysis - the investigation of the returned unit was unable to duplicate the reported issue. The clamp is holding pressure when put on the test block, and when the clamp is properly positioned and put under pressure, it does not move. However, the unit does have a slight rotational movement in the lock, but this would not cause movement once put under pressure. As a result, the disk ratchet and retaining ring were replaced and general maintenance and cleaning were performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.